Event description:
Device 1 of 2: ref MFR report: 1627487-2014-02513. The pt received two model 3166 leads from the same lot number. Also, two model 3163 leads from the same lot number. It was reported the pt is complaining she is not receiving effective stimulation therapy from her scs system. The pt stated she experiences a pinching/painful sensation on her left side when her stimulation is turned on. A sjm rep met with the pt and a system diagnostics showed multiple invalid lead contacts. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.